Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The physician reported that the whisper wire slides poorly on this left ventricular lead compared to the other left ventricular leads. It was also noted that there were challenges with lining up the slitter on this lead were also noted along with questions as to why there are anchoring sleeves on the lead since they are often cut off while securing the lead. The physician questioned why there were instruction changes to for the MRI compatible lead to extend/retract the helix prior to implant. No patient complications were reported.